Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01274 for the first trapezoid rx basket and manufacturer report # 3005099803-2015-01276 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid¿ rx lithotripter basket in an attempt to crush a stone. However, the lithotripter failed to crush the stone and the tip failed to detach. The physician successfully removed the stone from the first basket after rigorous shaking. Another lithotripter basket was used but the basket failed to crush the stone and the tip failed to detach. The physician cut the wire of the device then used a non-bsc biliary balloon dilator, inflated the balloon into the lithotripter basket and successfully dislodge the stone and removed the basket. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual examination of the device found that the customer only returned the distal portions of the coil assembly and the wire basket assembly. The coil assembly and pull wire had been cut from the handle assembly by the customer. A physical examination of the coil assembly found the side car-rx pushback within specification. The outer sheath was torn and the coil stretched and buckled. The basket wires were bent and the tip presented slight damage and the edge of the tip was pulled slightly outward. The condition of the returned unit was consistent with the complaint incident that the tip failed to detach. Because the proximal portion of the device was not returned for evaluation, it cannot be verified if the handle was properly placed into the alliance handle or if the proximal portion of the pull wire/handle cannula failed during use. It is possible the user did not position the thumb ring correctly into the alliance handle, causing the applied force to not be properly distributed through the device , resulting in the tip failing to detach. Additionally, the customer did not provide the stone size, density or if the patient's anatomy was tortuous. Stone size and density, user technique, tortuous anatomy and other procedural factors could also possibly contribute to the failure. Therefore, the most probable root cause is undeterminable. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01274 for the first trapezoid rx basket and manufacturer report # 3005099803-2015-01276 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx baskets were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure performed on (B)(6) 2015. According to the complainant, during the procedure, an alliance ii handle was used in conjunction with the trapezoid¿ rx lithotripter basket in an attempt to crush a stone. However, the lithotripter failed to crush the stone and the tip failed to detach. The physician successfully removed the stone from the first basket after rigorous shaking. Another lithotripter basket was used but the basket failed to crush the stone and the tip failed to detach. The physician cut the wire of the device then used a non-bsc biliary balloon dilator, inflated the balloon into the lithotripter basket and successfully dislodge the stone and removed the basket. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of tip won't detach. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.